Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller reported that the patient was having an issue using the wireless recharger (wr). Caller stated that they charged up the implant's battery up to 100% before yesterday, and when they checked the patient's implant today, the charge was down to 50%. Caller then added that when they started charging the implant using the wr, but the wr showed an orange light. Caller mentioned that the implant worked fine today but it started "not wanting to charge". Agent then walked caller through connecting to the wr via recharger app. Agent also had the caller try to connect the wr to the patient's implant, but caller confirmed seeing service code 1713. Redirected to hcp to further address the issue. Patient rep called back stating they called the doctor's office regarding code 1713 and a manufacturer rep ended up calling them back; the rep instructed them to call patient services and request a replacement recharger. Agent reviewed 1713 code meaning and redirected to healthcare professional (hcp) for possible overdischarge. Agent explained that a replacement recharger would not resolve this issue and that they will likely need a physician mode recharger. Caller then disconnected. Rep stated the wire less recharger goes from green to amber and will not work. He also states the patient was able to charge to 50% and to 100% earlier this week. Technical services (tss) reviewed error code and physician recharge. Tss sent email to rep for physician recharge mode and rep plans to meet with the patient. Rep. Clinton young called and said they had met with the pt and saw the same issue with the pt's recharger. Code 1713 would appear when pt started recharging. Manufacturer rep connected to pt's implantable neurostimulator (ins) and the ins was charged and therapy was working. Manufacturer rep connected to ins with another recharger and ins charged without issue. Tss requested replacement wireless recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no overdischarge has occured. They visited the patient and determined the wireless recharger was the issue. The patient received a new one from customer support the next day. The cause of charge being at 50% is unknown and perhaps the patient caregiver was mistaken that it was charging normally. There was no battery issue and no change in charging speed or settings. Only an issue with the charger. The replacement resolved the issues.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient stating charging was at 50% to 74% but it was below 75%. Charging shows 50%, 75% and 100% only. The replacement recharger resolved the issue.